Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The femoral head shows signs of contact with the acetabular component. The acetabular cup has been heavily damaged on the edge the femoral head was contacting. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. In this case a portion of the rim as well as three ard's of the polyethylene liner have fractured. The polyethylene insert has yellowed due to absorption of lipids found in joint fluid. The wear on the bearing surface of the liner suggests the device was properly loaded by the femoral head for a good amount of time. It should be noted unusual wear, most likely from third party debris, is found on the articulating surface of the liner. Implant placement cannot be commented upon as no patient x-rays were provided. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address disassociation and pain.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Osteoarthritis of hip, lumbar radiculopathy, hyperlipidemia, hypertension, hypothyroidism, and history of dvt and pulmonary embolism.